Event description:
It was reported that the patient underwent an explant procedure in which the suretek burr hole cover was explanted. The patient sustained an injury to the head that caused dehiscence and exposed the burr hole cover. The patient is doing well post operatively. The device will not be returned for analysis as it was disposed of by the facility.

Event description:
It was reported that the patient underwent an explant procedure in which the suretek burr hole cover was explanted. The patient sustained an injury to the head that caused dehiscence and exposed the burr hole cover. The patient is doing well post operatively. The device will not be returned for analysis as it was disposed of by the facility.